Manufacturer narrative:
Device was used for treatment, not diagnosis. The two (2) devices (03.010.107 and 03.010.092) were received in functional condition with no observed residue on the handle. It is probable that any residue was cleaned off during decontamination. The handles show slight fading consistent with their age (approximately 4 years). The device tips showed some signs of wear and use, but were still functional. Thus, the complaint condition for this device is unconfirmed and could not be replicated. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No nonconformances (ncrs) were generated during production. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. D25 screwdriver, self-retaining: handle, 7mm (component of 03.010.107) screwdriver, hex with spherical head, 8mm: handle, 12.3mm (component of 03.010.092). No definitive root cause was able to be determined as complaint was not confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: device history records was completed on the following: part 03.010.107; lot: 8246735. Manufacturing location: (B)(4). Manufacturing date: 05.feb 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part: 03.010.092; lot: 8268033. Manufacturing location: (B)(4). Manufacturing date: 20.feb.2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that grease like foreign material was found below the handle of two screwdrivers. This was discovered pre-operatively during equipment inspection for a tibial nailing procedure. The instruments were put aside and the procedure occurred as scheduled with back up instruments. No patient involvement. This complaint involves 2 devices this report is 1 of 2 for (B)(4).